Manufacturer narrative:
This report is related to report number 3025141-2022-00051 which is also for a model number co-2716 screw of the same batch/lot number (276420). Both screws were received for evaluation, and since the screws could not be differentiated, the results of the investigation for both screws is as follows: the two returned 2.7mm x 16.0mm cortical screws (part number co-2716, batch 276420) were examined visually under magnification. The first screw fracture appeared to have occurred at the end of the third complete thread. The screw head hex recess appeared to be intact with one of the screws exhibiting yellow-ish orange discoloration in the recess. The fractured surface appeared to be consistent with a torsional failure. This may occur when increased resistance or an off-axis load is applied with the driver. The second screw fracture also appeared to have occurred at the end of the third complete thread. The fracture occurred 0.2655 inches from the head of the screw, which is past the tapered portion of the screw body. The screw head hex recess appeared to be intact. The fractured surface was noted to be consistent with a torsional failure. The surface of the fracture site appeared to be dull/matte and grainy, indicating a ductile fracture. In addition, a screw body was returned. It is unclear which screw the body belonged to. It was confirmed to be approximately 12 mm long with a torsional ductile fracture. The fracture appeared ductile due to the appearance of necking. Bite marks were also seen near the fracture location, which potentially occurred during removal. An unknown white/beige material was also seen between the threads. Functional testing was performed. A 2.5 mm hex driver was able to be inserted into the hex recess. Testing of the screw application could not be conducted due to the aforementioned damage. No definitive conclusion on the cause of the incident could be made.

Event description:
During the procedure for lateral fibula surgery, two cortical screws broke during implantation. One screw was taken out and the other screw remains within the patient's bone and could not be removed. An procedural delay of 1 hour occurred due to this issue. This report is related to report number 3025141-2022-00051 which is on the other cortical screw involved in this event and report number 3025141-2022-00052 which is on the lateral fibula plate used in this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.